Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. There were 15 non-sustained tachycardia episodes with v-v intervals < 220 milliseconds on (B)(6) 2016. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. The lead failure predictor triggered on (B)(6) 2016 for ventricular sensing integrity counter (sic) and non-sustained tachycardia episodes. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The rv ventricular pacing impedance was steady at approximately 507 ohms through (B)(6) 2016 and rose to 1007 ohms on (B)(6) 2016. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic. There were 320 ventricular sic since the last session 2.4 days ago. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital due to a lead integrity alert (lia) due to high sensing integrity counter (sic) and increased number of non-sustained ventricular tachycardia episodes. During the control, noise was seen on the electrogram records and a right ventricular (rv) lead fracture was suspected. The patient's alarms were turned off per the physician's request. The rv lead was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.